Manufacturer narrative:
The initial importer report number related the second device involved in this incident has been entered incorrectly in h11, which was corrected in this follow up-1 report. The other pump sn (B)(6) , rvad associated with this event is submitted as 3008454189-2024-00015.

Manufacturer narrative:
The excor blood pumps pu valves; 50 ml in/out; ø 12 mm; lvad, sn (B)(6) was in use on the patient only during transition from centrimag. We have reviewed the production records of the excor blood pump lvad, sn (B)(6) and the pump was produced according to our specification. The other pump sn (B)(6), rvad associated with this event is submitted as 3004582654-2024-00040. As of 8/22/2024, the patient is stable and is fully supported by the berlin system.

Event description:
Berlin heart inc. Clinical affairs was informed by the clinic that the patient, who had only cannulas implanted, had presumed anoxic brain injury. When transitioning from centrimag to berlin heart excor active system, excor blood pump pu valves; 50 ml in/out; ø 12 mm; lvad, sn (B)(6) and rvad sn (B)(6) were inadvertently connected incorrectly (ra to ao and lv to pa). The team rapidly identified it, but the patient decompensated, requiring epi, defibrillation, and intubation to protect the airway. According to the site, the excor blood pumps did function as intended with improper cannula connections to the berlin heart pump.